Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the objective lens adhesive had peeled off. The customer's originally reported issue of broken vent was also confirmed; the venting connector of the light guide was observed to be deformed. The following additional findings were also noted: pinhole on bending section cover which resulted in loss of water tightness, due to wear of angle wire, bending angle in the up direction does not meet the standard value, video connector has a crack and a scratch, light guide cover has a scratch, right/left lever has a scratch, up/down plate has a scratch, switch 1 is dirty and scratched, grip has a scratch, control unit has a scratch, bending section cover adhesive is chipped, light guide cover glass is damaged resulting in loss of water tightness, right/left plate has a scratch, and the image has white dots due to damage to the charge coupled device unit. A review of the device history record confirmed that the device was manufactured and shipped in accordance with specifications. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that defective event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below: [inspection of the endoscope] 6. Inspect the lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their endoeye flex deflectable videoscope had a broken air vent. Upon inspection and testing of the returned unit, it was discovered that the objective lens adhesive had peeled off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.